Event description:
Reporter indicated diagnostic testing results during a routine office visit indicated the continuity of the system was intact, but the generator could no longer deliver the programmed output settings. The generator was set at a relatively high output current. During the visit, the patient reported a recent slight increase in seizure activity. The nurse reported the patient has seen good efficacy with the device cover the last few years. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.